Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, filter tilt with the inferior aspect tilted anteriorly. It was noted that the hooks were contacting the inferior vena cava (ivc) wall with all struts perforating the ivc by up to 6mm. It was further reported that one of the posterior struts was perforating the ivc wall and contacting the l3 vertebral body and two of the anterior struts perforating the ivc wall and contacting the small bowel. There was a fractured strut posteriorly and a partial collapse of the filter associated with this fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, filter fracture and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt or fracture are unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the ivc filter is tilted anteriorly at the inferior end and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. One (1) posterior strut perforates the ivc wall and contacts the l3 vertebral body. Two (2) anterior struts perforate the ivc wall and contact the small bowel. There is a fractured strut posteriorly and there is partial collapse of the ivc filter because of the fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Section h6: patient code '3191' was used as there are no codes available for 'venous insufficiency'. It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, perforation, fracture with partial collapse. The information indicated that the filter was tilted anteriorly at the inferior end and the hook contacts the ivc wall, all the struts of the filter perforate the inferior vena cava (ivc) up to 6mm, one posterior strut perforates the ivc wall and contacts the l3 vertebral body, two anterior struts perforate the ivc wall and contact the small bowel. There is a fractured strut posteriorly and there is partial collapse of the ivc filter because of the fracture. According to the information received in the patient profile from, the patient became aware of the reported events approximately twelve years and six months post implant. The patient was also noted to have experienced anxiety related to the filter, pain, swelling, and dizziness post implant. According to the medical records that patient had a history of hypertension, coronary artery disease (cad), anxiety, depression, dyslipidemia, esophageal reflux disease, thrombophlebitis, bilateral varicose veins, varicose vein surgery three times, total abdominal hysterectomy, cholecystectomy, arthritis, a myocardial infarction, peripheral vascular disease, diverticulosis, and a hiatal hernia. The indication for the filter implant was extensive bilateral pulmonary embolism and popliteal venous thrombus with a proximal mobile tail up to the superficial femoral vein, gastrocnemius vein thrombus, superficial phlebitis within an incompetent perforator at the thigh level, there was no evidence of deep vein thrombosis (dvt) on the left. During the implant procedure, the trapease vena cava filter was placed via the right internal jugular vein and deployed with the apex at the lower borders of the l2 vertebral body. The patient developed severe right lower quadrant abdominal pain after the filter was implanted, a CT scan performed the same day of the implant for evaluation of the pain was performed. The scan was negative for a retroperitoneal or pericaval hemorrhage, two simple cysts within the liver were noted. Ten months post implant, the patient underwent an ultrasound of the left leg for pain and swelling, no dvt was observed. Two years and nine months post implant, the patient underwent a CT scan of the abdomen and pelvis due to hematuria. Results of the scan noted an ivc filter, but there was no evidence of nephrosis or lithiasis. One month later, the patient was evaluated at the hospital for chest pain, imaging performed at the hospital was negative for an acute cardiopulmonary process. The patient underwent a cardiac catheterization a week later that showed progression of cad. Four years and three months post implant, a CT scan of the chest was performed to rule out pe/dissection, the results showed no evidence of acute abnormality, no evidence of pe or dissection. Ten years and four months post implant, the patient underwent an ultrasound for leg swelling the test was negative for dvt, however, venous insufficiency was noted in the right mid femoral and right and left popliteal veins and varicose veins noted throughout both lower extremities. Six months later, the patient underwent a CT scan of the head for dizziness and expressive aphasia. The scan was negative for an acute intracranial process. A previous CT scan was submitted to an outside physician for review. The reviewer noted that the infrarenal ivc filter was perforating through the ivc with multiple struts extending extraluminal and partial collapse secondary to strut fracture. The reviewer documented that the function of this ivc filter is permanent and therefore cannot be removed by percutaneous approach. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity and varicosities. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural or post implant films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films or images for review the reported event(s) could not be confirmed. Due to the nature of the complaint, the reported pain and dizziness experienced by the patient could not be confirmed and the exact cause could not be determined. Pain, dizziness, and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.